Event description:
Information received from the article: grandhi et al. Onyx embolization of infectious intracranial aneurysms. J neurointervent surg 2014;6:353-356. Medtronic (covidien) received information regarding manufactured products and adverse events pertaining to them. Data on 8(eight) patients who underwent treatment from 2010 to 2012 were retrospectively reviewed. 1 (one) patient (patient #3 age 43) experienced a periprocedural cardiac arrest with recovery which was determined not to be the result of the embolization but rather a consequence of the patients pre-existing cardiac myopathy; however, the patient became bradycardic during the procedure which triggered the arrest. 1(one) patient (patient#8 age 28) had an intraparenchymal hemorrhage 4(four) days post procedure due to a newly formed iia (infectious intracranial aneurysm) and required emergency craniotomy for clot evacuation. A subsequent angio revealed 4 new iias which were embolized. Less than a week after the second embolization, another new iia was found and treated. This same patient experienced a symptomatic stroke which involved an expected and transient distal right upper extremity monoparesis. 7(seven) patients (mean age of 47) were found to have new symptomatic infarctions or edema. The purpose of the article was report that using onyx liquid embolic to treat iias through the endovascular approach is a safe and effective practice.

Manufacturer narrative:
The report was created to capture the peri and post procedural complications received from the article: grandhi et al. Onyx embolization of infectious intracranial aneurysms. J neurointervent surg 2014;6:353-356. The lot history record reviews were not possible since the lot numbers were not reported. The devices involved in the event will not be returned as they were consumed in the events. (B)(4).